Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Information received from the (B)(6) clinical study.during the procedure, it was reported that the fifth pipeline was successfully deployed and balloon angioplasty was required to achieve full wall apposition.an MRI (magnetic resonance imaging) on (B)(6) 2012 showed a non-serious asymptomatic cerebral infarction.

Manufacturer narrative:
(B)(4).